Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Reverse blood was observed at the hemostatic valve of the vizigo sheath. Timing was approximately 30 minutes after the start of the procedure. For safety reasons and based on the physician¿s judgment, the vizigo sheath was replaced with a new one. No detachment of the hemostatic valve or visible external abnormalities were observed. No patient consequence was reported. Additional information was received on 17-may-2026. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed. A few drops, but the exact amount is unknown. Additional information was received on 19-may-2026. No needle product was used with the vizigo sheath.